Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to a bacterial infection. The patient was treated with unspecified anti-inflammatory drug infusion for peritonitis. Pd therapy was continued during the treatment. Patient hospitalization and patient outcome were not reported.

Manufacturer narrative:
The event occurred on an unreported date "by the end of (B)(6) 2022." The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.